Event description:
It was reported, in angio while the procedure was in progress, the tip of the catheter detached leaving it in the pt's body. As result, the procedure was immediately stopped and the tip was surgically removed. After the tip removal, as the procedure was almost complete, the md decided to remove the remaining thrombosis and the pt was doing fine. It was noted that the md was skilled with the ptd system and followed the instructions for use. A delay was reported, however, there was no death or complications as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.